Event description:
It was reported that bd intima-ii 24gax0.75in ss slm npvc leaked blood comes out of the end of the pre-pin connector when the clamp is tightened, unable to return defective product, video available, claim required, complaint response letter required, complaint acceptance letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returns a video from which it can be identified that the pinch clamp is clamped at the bent part of the extension tubing, the extension tubing is not completely clamped inside the pinch clamp, and blood flows through the extension tubing and oozes from the top of the smartsite. 2. DHR/bhr review lot#4119292 1-this batch of products were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the pinch clamp batch used in this batch of products is 4085722, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken for the sealing pressure test of the pinch clamp (pressure upper limit 102kpa), and the test is passed. Please see attachment (B)(4) for the test report. 4. Analysis of the reason for the failure of the pinch clamp: after packaging and sterilization, a part of the extension tubing will remain bent. When the pinch clamp is clamped at the bending part of the extension tubing, it is easy for the extension tubing to be clamped to one side and not completely clamped by the pinch clamp. Please see attachment (B)(4) for the photo of the simulated sample. Suggestion: clamp the pinch clamp at the unbent part of the extension tubing and clamp the extension tubing in the center of the pinch clamp. Please see attachment (B)(4) for the photo of the simulated sample. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. It is recognized from the returned video that the pinch clamp is clamped at the bent part of the extension tubing and the extension tubing is not completely clamped inside the pinch clamp, which may be the root cause of the clamping failure of the pinch clamp.

Event description:
Blood event occurred on august 13th.